Event description:
Boston scientific received information from the patient that he was hospitalized for a syncopal episode. The patient reported feeling dizziness and chest pain before passing out. He was brought to the emergency room for evaluation and admitted to the ICU. It was reported that the patient coded twice while in the ICU. Per the patient, the device was not checked during his time in the hospital. The patient inquired why the device did not work during his episodes and would like to consider having the device removed. Patient services (ps) was consulted regarding where to have his device checked as his physician referred him to boston scientific. Ps noted that his doctor or another facility would need to check his device. The patient noted he had not gotten any follow up information from his cardiologist and was concerned. Ps encouraged the patient to contact his cardiologist for follow up care and device check. The patient noted that previously the physician had informed him he could not live without his device. The patient felt he may not have needed the device. The patient also threatened to removed the device himself. He was again referred to his physician and stated he would contact his physician.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.